Event description:
An endeavor sprint rapid exchange (rx) drug-eluting coronary stent delivery sys length 18mm, diameter 2.5mm was used to treat a significantly tortuous lesion in a pt's circumflex. It has been confirmed that the tortuous nature of the lcx combined with a previously deployed stent in the lad close to the ostium of the lcx impacted on the delivery of the stent. The physician reported deformation of the proximal stent struts during attempted advancement and the stent was withdrawn. The lesion was successfully treated using a shorter endeavor stent. The pt was reported to be fine post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4): eval, results: (severely tortuous vessel), (previously deployed stent), (stent deformation and failure to deliver stent). Conclusion: pt's condition affected effectiveness of device (severely tortuous vessel), (hitting the origin of previously deployed stent).